Event description:
There was no event; this was a potential hazard identified by a team member and brought to my attention. The labeling on the product has changed recently and poses a potential risk to our patients. The labeling of covidien/mallincrodt cuffed tracheal tube sizes used to be very prominent on the package, decreasing the likelihood of a team member selecting the incorrect size. The new packaging has much smaller lettering used to indicate the tube size and has the potential to increase human error during selection of sizes.